Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery below the knee. A 4.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for about 30 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.